Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 436 mg/dl. Customer¿s other blood glucose level was 431 mg/dl. The customer also stated that the insulin pump had insulin flow block alarm. The customer also stated that insulin was exited and was able to remove set at the time to test site portion of infusion. Customer had refused the troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.